Manufacturer narrative:
This is a follow-up report being submitted to report the results of evaluation of the subject device that was not yet available to the manufacturer when the initial report was made. Specifically, further evaluation efforts have been completed in the form of device evaluation whereby a visual inspection identified a longitudinal balloon burst. With the information provided, the source of the balloon burst cannot be determined. No further anomalies were detected. Risk analysis was performed for the reported event whereby the firm concluded that the observed severity of harm and probability of harm are in alignment with the risk already predicted in the subject device's existing risk analysis. Moreover, the observed risk is within the risk acceptance criteria previously defined in the subject device's risk managemen plan. Accordingly, no corresponding correction or corrective action appear to be necessary at this time. The firm will monitor for additional occurences of this event type and will reconsider the need for corresponding correction or corrective action in due course as appropriate.

Event description:
It has been reported by the physician that the balloon ruptured/burst after 5 seconds, at inflation pressure 30-35 atm (with no nodular calcium). Lesion description and location: lad prox. Stenosis 90%. It was confirmed that the patient was not harmed in any way. Additional information has been requested.

Manufacturer narrative:
The DHR review has been perfomed and no other complaints with the same lot and the same failure mode have been reported. Device has been requested for investigation. Further investigation will be conducted once the device is returned. Complaint has been registered under com (B)(4).